Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. The target lesion was located in the left main coronary artery. After deploying a 3.5x16mm promus element stent, it was reported that the stent became depressed and "it caused some difficulty." The patient was reported to be fine, but uncomfortable. The patient's post procedure condition is reported as stable.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).